Event description:
It was reported that this implantable pacemaker showed brief noise on the right atrial (ra) lead and right ventricular (rv) lead, which was believed to be caused by electromagnetic interference (emi) or procedural noise. Technical services (ts) provided troubleshooting and advised the lead trends are stable and there was no asystole as the patient is not dependent. The device and leads remain in service. No adverse patient effects were reported.